Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: e action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a pedicle fracture breakage. The surgeon inserted the screws without I/I controlled. Screws were all in place, when the surgeon was about to use the sri verse distractor, he connected the sri distraction sleeve apau0231, locked them which may have generated the breakage. Concomitant device reported: unknown ri verse distractor (part # unknown, lot # unknown , quantity 1), unknown sri distraction sleeve (part # apau0231, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).